Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they trying to change the battery of insulin pump but did not get home screen anymore. Customer's blood glucose level was 185 mg/dl. Customer declined trouble shooting for the blank display. The device will not be returned for analysis.